Manufacturer narrative:
According to the customer, on (B)(6) 2026, it was discovered that two thermometers were producing "varied" readings. The customer reported "getting lots of different readings" when taking the temperature, several times on the same person. The customer reported there was no follow-up care, medical, and/or surgical intervention or treatment required. No additional details are available related to the customer reported issue. No medical intervention, serious injury, or follow-up care has been reported.

Event description:
According to the customer, on (B)(6) 2026, it was discovered that two thermometers were producing "varied" readings. The customer reported "getting lots of different readings" when taking the temperature, several times on the same person.